Manufacturer narrative:
Remaining components of the tka involved in this event have been communicated through mdrs 1020279-2017-01145, 1020279-2017-01146 and 1020279-2017-01147. (B)(4).

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported the patient underwent a manipulation under anesthesia due to flexion contracture. It was also reported the patient had fallen down stairs and had swelling and pain.